Event description:
It was reported that the patient had a sharp pain in his back and wasn¿t getting much stimulation. This started a few days prior to the report but no falls or trauma had occurred. When it initially started happening, the patient stated he¿d had a strange sensation and his legs were ¿drawing up.¿ a company representative met with the patient and ran impedances. The impedances for electrodes 2/6 were relatively low. Impedances overall ranged from 328 ohms to 1102 impedances. Reprogramming was tried; all programs were turned down and then were taken up one program at a time on their own. With each of the 3 programs, using electrodes 2/6, the patient had the same pain. Using 0/1/7 this resulted in the same pain as well as some stimulation in hisfeet. The sharp pain was in the thoracic area and may be slightly before the electrode site. It was advised that an xray be obtained. It was further stated that the lead was pulled completely out of the spinal column. The patient¿s physician was planning on replacing the lead as soon as approval was obtained. Additional information was requested, and if provided, a follow up report will be sent.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).